Event description:
Customer alleged multiple instances of blood glucose results of lo (less than 10 mg/dl) and 174 - 394 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.